Event description:
A bayer r & I sales representative reported the following: the patient ws seen in her cardiologist's office in (B)(6) 2014 with worsening claudication and pain. Ultrasound showed an acute thrombus (location unk) and the patient was started on naprosyn. On (B)(6) 2014, the patient's pain continued so she was referred to the emergency room (ER). While in the ER, the patient was started on a heparin drip and was then admitted to the hospital for an angiogram scheduled the following day. On (B)(6) 2014, an angiogram and angiojet thrombectomy procedure were performed in the left iliac artery after which blood flow was successfully restored. The patient was then sent to the coronary care unit for close observation. During the evening,the patient developed abdominal pain and was suffering form anuria (absence of urine production).the following day, the patient's lipase level had increased. A CT scan of the abdomen and pelvis showed that the pancreas was edematous, containing fluid. The patient also had an emesis of dark brown fluid. The emesis, renal failure, and possible ards (acute respiratory distress syndrome) due to fluid overload, prompted the decision to intubate the patient. An esophagogastroduodenoscopy (egd)/endoscopic retrograde cholangiopancreatography (ercp) was performed which confirmed that there was no bleeding. Lab results showed that the patient's creatinine level had risen, indicating renal insufficiency, thus dialysis was initiated. On (B)(6) 2014, a repeat CT scan of the abdomen and pelvis showed that the pancreas was less edematous and was improving. A review of the patient's lab work indicated that ther lipase level was beginning to normalize and her abdominal pain had improved. She was then extubated and moved to a step-down unit. Seven days later, the patient was moved to a regular inpatient floor and dialysis was continued. This event is considered to be reportable as the association between the angiojet device an the noted event cannot be conclusively ruled out.

Manufacturer narrative:
No product was returned for evaluation. The angiojet device performed as intended and there was no evidence of product malfunction.